Manufacturer narrative:
(B)(4). The patient is a user of the continuous glucose monitoring system which is being reported under MFR# 3004753838-2015-04833. The patient is also a user of the animas vibe system which is being reported under MFR# 3004753838-2015-04736.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) /2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.